Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 32-486259, vngd shortquickrelease drill, lot # zb180101. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01084 . Will be returned.

Event description:
It was reported that the pin broke while using short quick-release drill chuck device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as the pin was returned fractured inside the drill. And an analysis states that states that the threaded tip sample fractured due to torsional overload. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.